Manufacturer narrative:
H.10: results of the analysis of the serial read-out of the pump revealed that the pump correctly stopped due to a cover alarm and that the user started the hand-crank with the pump still on. After a short time the pump was shutted off and on, accordingly to what has been reported, but the user was still hand-cranking and this triggered an alarm, thus the pump could not be re-started. It is likely that a defective cover sensor or a fault in the set up of the tubing set may have led to the cover alarm. The system gives the possibility to override the alarm but the user did not choose this option. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: no failure has been identified on the cover sensor thus, this could not be confirmed as root cause of the reported failure. The cover alarm could have been generated following to a fault in the set up of the tubing set. The rotational motion may have generated vibrations and led to the involuntary opening of the cover.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The serial read-out of the pump has been provided to livanova for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure and a yellow triangle with an exclamative point was shown on the system panel display. The perfusionist hand cranked to continue the procedure and after a short time tried to restart the pump but the issue was still present. He replaced the pump with another one and completed the procedure. After the surgery, the pump was checked and was properly working. There was no report of patient injury.